Event description:
It was reported that occlusion alarms occurred. Tandem Customer Technical Support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.